Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed. Versacross connect laac access solution was selected for use. Vascular access was obtained via the groin, and a transeptal puncture (tsp) was performed using the was double curve sheath and versacross connect. During the tsp, rf wire and sheath were in the aorta, that was puncture, leading to the development of a pericardial effusion. Possibly slipped up on the septum near the aorta, but not able to prove that with imaging. Pericardiocentesis was performed to manage the effusion, and red fluid was removed; however, the patient subsequently developed cardiac tamponade and required transfer for open-heart surgery. Following the procedure, the patient was transported to another facility (ascension seton medical center) for a higher level of care. Approximately one (1) week later, the patient decompensated and ultimately passed away while hospitalized. The official cause of death was not provided. The patient was under eliquis at the time of the event. In the physician's opinion, the device or procedure did not contribute to the patient complication. No autopsy results were disclosed. The device is not expected to return for analysis.it was further confirmed that the boston scientific device or procedure cause or contribute to the patient's death, due to the intraprocedural aortic perforation. The versacross device was inside the patient body when patient complication begun. The patient vitals were changed when pericardial effusion / tamponade noted. Act was therapeutic during the procedure. The device is confirmed not returning.

Manufacturer narrative:
Due to the additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed. Versacross connect laac access solution was selected for use. Vascular access was obtained via the groin, and a transeptal puncture (tsp) was performed using the was double curve sheath and versacross connect. During the tsp, rf wire and sheath were in the aorta, that was puncture, leading to the development of a pericardial effusion. Possibly slipped up on the septum near the aorta, but not able to prove that with imaging. Pericardiocentesis was performed to manage the effusion, and red fluid was removed; however, the patient subsequently developed cardiac tamponade and required transfer for open-heart surgery. Following the procedure, the patient was transported to another facility (ascension seton medical center) for a higher level of care. Approximately one (1) week later, the patient decompensated and ultimately passed away while hospitalized. The official cause of death was not provided. The patient was under eliquis at the time of the event. In the physician's opinion, the device or procedure did not contribute to the patient complication. No autopsy results were disclosed. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.